Manufacturer narrative:
Complaint confirmed, the distal end of the hub attachment tube is broken. No other damage was observed on the device. Relevant critical features could not be measured due to the damage. The cause of the event remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during an ankle fracture procedure a tiny metal tip that connects to the rod broke off at the connection point. This was discovered at the very end of the case. An x-ray was taken to locate the broken piece. The area was irrigated and the area was x-rayed again which confirmed the piece was removed. The patient is fine to date post op. It was a female (B)(6) year old patient.